Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high creatinine result generated by unicel dxc 800 pro clinical system. The erroneous result was reported out of the laboratory and questioned by the physician who ordered the patient to be redrawn. The redrawn sample produced lower result. The patient original result was rerun on a different unit and a lower result was obtained. Unknown if patient treatment was not impacted by this event.

Manufacturer narrative:
Qc pre and post event was within the lab's established ranges a bci field service engineer (fse) has been requested. No additional information is available.